Manufacturer narrative:
Additional MDR associated with this event: 3025141-2016-00101: screw.

Event description:
The surgeon was performing a routine removal of a screw, using a 1.5mm cannulated driver. The driver broke and the tip was stuck in the screw head. The screw and driver tip were left implanted in the patient.